Event description:
The customer reported that during a contract evaluation of the device, it was observed that the device would not charge defibrillation energy past 100 joules. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported failure. Physio-control advised the customer that this device is no longer supported and parts are not available. The device was returned to the customer unrepaired. The cause of the reported failure could not be determined.